Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has cause or contributed to patient injury previously. Device issue: failure to advance, stent dislodgement. It was reported that the vision stent dislodged proximally from the stent delivery system (sds) onto the shaft during removel from an attempt to cross the lesion, which was unsuccessful. The stent was removed from the patient, and no patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the catheter was returned with blood visible on the balloon and shaft and in the guide wire lumen. There was contrast visible in the inflation lumen. The protective sheath was not returned. The stent was dislodged from the balloon and was loose on the shaft proximal to the balloon. Both the proximal and distal ends of the stent were mangled. No other damage to the stent was noted. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There were bends in the hypotube 10 cm, 43 cm and 57 cm distal to the strain relief tubing. No kinks were noted in the inner member. No other damage to the catheter was noted. The tip seal length met manufacturing criteria. A laser micrometer was used to measure the stent outer diameters. These did not meet manufacturing criteria. The proximal measurements were taken distal to the proximal stent damage and the distal measurements were taken proximal to the distal stent damage. Product performance engineering reviewed the incident information and analysis of the returned device. The stent may have been disrupted on the balloon during the cross attempt, facilitating dislodgement during attempted retraction of the device. The inability to cross a lesion can be affected by numerous factors including, but not limited to, device placement technique, pre-dilatation strategy, guiding catheter support, guide wire support, patient anatomical morphology, and patient disease state. Crimps marks were visible between the balloon marker bands, which suggests that the stent was originally positioned correctly and securely at the time of manufacture. The mechanical damage found, most likely occurred during the procedure, while attempting to cross the lesion or during transit, as no damge was reported as being observed during the pre-use inspection. Damage to the proximal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the tip of the guiding catheter and/or rhv during retraction of the device. Damage to the distal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the anatomy and/or accessories during advancement of the device. The stent outer diameters were determined to be ovesized, possibly as a result of traveling over the balloon shoulder during dislodgement. Based on the reported case details analysis, the difficulties experienced during the procedure appear to be related to the operational context of the device. There does not appear to be any indications of a product quality problem. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot. This MDR is considered closed by the product performance group.